Manufacturer narrative:
Tw ID#(B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. E1 (B)(6).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 failed to activate. Harvesting tool works and then stops working, beeps a few times and stops working again. They were pressing the button seconds at a time. This happens when they are performing the tunnelplasty and cutting thru the fascia to make tunnel wider. Power settings are 2.5. Once the device stops working, they wait a few seconds, starts again and hears the audible beep then beep stops. Case was completed utilizing another device. No significant delay, just to switch harvesting tool. No harm.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: d4--unique identifier (UDI) # corrected from "(B)(4)" to "(B)(4)." The lot # 3000413428 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.